Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bellows housing is cracked and the test is not passing. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the leak was about 2.5l and confirmed that both mechanical and manual ventilation modes were available and working with higher pressures. Therefore, the initial MDR was not reportable.